Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that per the cath lab, prior to insertion during product prep, the intra-aortic balloon pump (iabp) gave alarm message "system failure" when attempting to zero. The intra-aortic balloon (iab) catheter was immediately connected to another iabp and it zeroed without problems and used with success. There was no delay in therapy. No report of pt death, complications or injury. The pt outcome is okay. Additional info received on (B)(6) 2011 from the complaint coordinator stated "the technician from a third party service organization checked the pump on tuesday (B)(6) and it passed all tests. The customer commissioned the third party service organization to perform a technical safety check which was passed without failure by the pump."